Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when tunneling the catheter, it came apart. It was stated that the hub and catheter shaft came apart at the connection site. It was reported that the lumens was flushed prior to use. It was stated that the patient was on local and conscious sedation (insertion). The catheter was not repaired, there was no leak, no other product was being utilized with the device. They had to use a different device and had no issue and was resolved. No intervention or treatment was required. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when tunneling the catheter, it came apart. The catheter was not repaired; there was no leak. They used a different device and had no issue. There was no reported patient injury.